Event description:
It was reported that this right atrial (ra) lead exhibited noise. No oversensing was observed. High but still within range impedance measurements were observed on this right atrial (ra) lead. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).